Event description:
It was reported that an, 840 ventilator generated error code which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time the malfunction occurred. Customer reported having run the est and vent on test lung and he was not able to duplicate the error code. The covidien tech support engineer (tse) troubleshot this issue with the customer over the phone and recommended to run unit on test lung. Customer was instructed to call back if the recommendation did not correct the failure. Covidien was not authorized to service the device.